Manufacturer narrative:
The manufacturer's investigation is ongoing. A followup report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. The case on september 8 was quite challenging, with a procedure time of 220 minutes, and ultimately concluded with mild mr. On september 17, it was informed that the patient developed post-procedural hemolysis and that the mr had progressed from mild to moderate. On september 30, additional information received from ew clinical specialist. On (B)(6) 2025 doctor shared a case of an 88-year-old female patient with severe mitral regurgitation and aortic stenosis. Treatment was considered difficult at another hospital. She was re-evaluated at national cerebral and cardiovascular center hospital. The echocardiogram showed left atrial enlargement and elevated pa pressure. The mitral valve area was small, and there was valve calcification. The mitral valve repair was difficult during the procedure, and it took 10 attempts to succeed. After the procedure, the patient's mitral regurgitation recurred and symptoms worsened. The patient's hemoglobin dropped significantly, bilirubin and ldh increased, and the urine turned red, leading to a diagnosis of hemolytic anemia. Surgical intervention was performed the next day. The mitral valve was replaced with a bioprosthetic valve. The postoperative course was good. The patient was discharged two weeks later.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h3, h4, h6 and h11. H6 type of investigation: labelling review. The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed. Available information suggests that challenging procedural conditions leading to a duration of approximately 220 minutes may have contributed to the reported event. Per the event description, the mr increased to moderate. Given the information provided, a definite root cause is unable to be determined as imaging and information regarding additional intervention was unavailable. The device history record review was completed. While this device did not pass all manufacturing and sterilization inspections, no nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.